Event description:
The pacemaker was removed after 98 days because of erosion/pocket infection. Ten days later, 01/10/1999, while the pt was on a temporary pacemaker and having antibiotic therapy, the pt expired as a result of cerebral thrombosis compounded by severe arterial thrombosis. Therefore, the surgery for the pacemaker removal was device related, but the death was not device related.